Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 390mg/dl, fainting, and sustained swollen knees. Reportedly, the customer was using off-label insulin. Tandem technical support educated customer on insulin labelling. A bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.